Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Customer did not provide how bg levels were addressed. Reportedly, customer believed that their blindness may have been attributed to their elevated bg level. Customer indicated that they are working with their health care provider to address their diabetes management. No further information was provided on the reported event.